Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An euphora balloon dilation catheter was being used to treat the cx and om. The lesion was mildly tortuous and mildly calcified with 90% stenosis. There was no damage to the packaging and no issues noted when removing the device from the hoop/tray. Device was inspected and negative prep performed with no issues noted. The lesion had been pre dilated. Device did not pass through a previously deployed stent. No resistance was noted and no excessive force was used. It is reported that the balloon would not deflate at the lesion site. The guide, wire and balloon were all removed in one piece. There is no patient injury.

Manufacturer narrative:
Additional information: no issues were noted during inflation. The device was moved or re-positioned prior to the deflation difficulties to get the balloon to the lesion. The deflation difficulties were noted on the first inflation. The balloon flailed to deflate. 50/50 concentration of saline / contrast was used. It was reported that the device was flushed in the hoop to activate the hydrophilic coating prior to attempting to remove the protective sheath. The device was not placed in a bowl of saline to activate coating. No difficulties were noted when removing the protective sheath or stylet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: device was returned with residue visible and balloon partially inflated. Device was returned with a guidewire loaded through the catheter. It was not possible to remove the guidewire. The balloon passed negative prep. On pressurisation of the device, inflation did not occur therefore it was not possible to test deflation. During visual analysis balloon bond appeared stretched. Kinks were apparent along the catheter during initial analysis. If information is provided in the future, a supplemental report will be issued.